Event description:
Information received from the article: eugene et al. One-year mr angiographic and clinical follow-up after intracranial mechanical thrombectomy using a stent retriever device. Am j neuroradiol 36:126-32 jan 2015. Medtronic (covidien) received information through literature review regarding adverse events involving its devices. Cases that involved patients that had strokes treated between august 2010 and july 2012 were reviewed and evaluated prospectively. 52 patients (40 patients were available for one year follow-up with mean age 57, there were 28 males) were treated with solitaire fr. Three of the patients had symptomatic hemorrhages that were revealed on the 24h CT (computed tomography) scan, which were not visible on CT obtained in angiography suite and were therefore presumed not to be directly related to the procedure itself. At one year follow-up, one patient experienced a recurrent tia (transient ischemic attack) without associated arterial mra (magnetic resonance angiography) abnormalities. The article concludes that one-year follow-up identifies delayed asymptomatic arterial abnormalities in patients treated with the solitaire device.

Manufacturer narrative:
The report was created to capture the complications involving the solitaire. The information was received from the article: information received from the article: eugene et al. One-year mr angiographic and clinical follow-up after intracranial mechanical thrombectomy using a stent retriever device. Am j neuroradiol 36:126-32 jan 2015. The lot history record review was not possible as the lot number was not reported.